Manufacturer narrative:
Resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time. There was no adverse event reported for this incident.

Event description:
It was reported to resmed (B)(4) that an s8 autoscore ii device caught fire.